Event description:
The pt received her scs system on (B)(6) 2009, including two leads (with the same lot number). It was reported, the pt was receiving jolts from the leads. It was reported this occurs with the left lead when the system is turned on, and continues on the right lead while the system was in use. The sjm rep determined there were low impedance contacts. It was reported the physician planned surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.